Event description:
It was reported that during a procedure of a shunt, the fox sv balloon ruptured during inflation at 2 atmospheres (atm). A second device was used to complete the procedure. There was no reported patient effect. No information regarding balloon integrity or balloon removal was provided. No additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was not provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, the reported balloon rupture could not be confirmed. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event. In-process inspections and testing met manufacturing criteria. Based on the available information, a conclusive root cause for the reported balloon rupture could not be determined.